Event description:
The user facility reported that the sphincterotome wire slipped out of the sheath during a procedure. The distal part of the wire failed to hold while bowing to make a cut. The user was not able to make a cut with this device. The procedure was completed with a different device. There was no pt injury reported.

Manufacturer narrative:
The device referenced in this report was returned to olympus for investigation. Upon receipt, the knife wire was found detached from the distal end of the tube. The cause of the user's experience cannot be conclusively determined at this time; however, the plastic sheath section of the returned device showed evidence of damage consistent with excessive physical force being applied. This report is being submitted as an MDR in an abundance of caution.